Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 3 per isi guidelines test. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to in artemis, the 23118 error was found indicating arm 3 usm axis 2: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal on the usm pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23118 error was triggered indicating fault on the pitch axis, replicating the reported event. The usm was then installed onto a pftp where cva characterization check was found to be failing on the pitch axis. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. Once testing was completed, the pitch cva pca and pitch cva ffc were aba tested and were verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the pitch cva pca and pitch cva ffc were found to be the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer had a repeated recoverable fault on universal surgical manipulator (usm) 3. Technical support engineer (tse) had the customer perform a hard reboot, but the issue persisted. They disabled arm 3 and was continuing with the procedure. Field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury.